Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient had a non-device related fall that caused back pain. After the fall, the spinal cord stimulator lead displayed high impedances. Therefore, the patient underwent a procedure where the lead was explanted. The explanted lead will not be returned as it was discarded by the medical facility. The patient experienced a return of pre-existing pain post-operatively.